Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between coaguchek xs (B)(4) and a lab using an unknown reagent. At 11:25 am, the customer result was 5.0 inr. At 12:00 pm, the customer had a lab test and the result was 3.0 inr. There was no allegation of an adverse event. Customer's therapeutic range is 2.0-3.0 inr. Customer is not on other blood thinners. Customer's warfarin dose has been changed. The customer is not anemic and does not have antiphospholipid antibodies. Customer just started taking an acid re-flux medication. Customer has recent been ill and had stomach problems. Customer's condition is currently fair. The customer has not had any bleeding or bruising. Retention test strips (294151) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.